Event description:
"During a craniotomy, dr was turning a cranial flap on a pt. He was cutting through thin bone with plenty of irrigation. He felt a strange movement, stopped, then noticed the tip of the tool had broken off approx one fourth to one third inch below the tip."